Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female who underwent primary breast augmentation with unknown smooth saline mentor prostheses experienced bilateral capsular contracture pos procedure. The capsular contracture was accompanied by pain that began approximately two years ago. The right sided capsular contracture was baker grade IV and the left sided capsular contracture was baker grade iii. The patient consulted with a medical professional and received a diagnosis for the capsular contractures. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-02543 for contralateral prosthesis report.